Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified a device appears to be intact and have biological tissue next to device. Device labeled left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed creases on the device. Yellow particles observed on the surface of the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. The device has been explanted and replaced.